Event description:
It was reported "on insertion, catheter went in as normal. Then, as the stylet was being removed, the clinician noticed that the catheter was coming out with the stylet. The blue catheter broke off and remained in the patient. It had to be removed separately."

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rexi0505 showed no other similar product complaint(s) from these lot numbers.